Event description:
It was reported the balloon ruptured. The 90% in-stent restenosed target lesion was located in the mildly tortuous, moderately calcified right coronary artery (rca). The physician attempted to perform intravascular ultrasound (ivus) using a atlantis pro2, but was unable to cross the lesion. A 2.0 non bsc balloon was attempted but also would not cross the lesion. The physician then selected a threader mr 1.2mm x 12mm balloon catheter for use. Upon the first inflation at 6 atm, the balloon ruptured. The device was completely removed from the patient and the procedure was completed a different device.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of threader balloon catheter with stopcock. A visual examination identified the stopcock was attached to the hub. There was blood in the balloon. Magnified inspection identified a pinhole and scratch in the balloon material over the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the balloon ruptured. The 90% in-stent restenosed target lesion was located in the mildly tortuous, moderately calcified right coronary artery (rca). The physician attempted to perform intravascular ultrasound (ivus) using a atlantis pro2, but was unable to cross the lesion. A 2.0 non bsc balloon was attempted but also would not cross the lesion. The physician then selected a threader mr 1.2mm x 12mm balloon catheter for use. Upon the first inflation at 6 atm, the balloon ruptured. The device was completely removed from the patient and the procedure was completed a different device.